Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the device was broken. The external pulse generator (epg) is expected to be returned to the manufacturer. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis found that the device failed incoming testing. There were defective rows in the display. As a result the device was scrapped due to a lack of replacement display parts in stock.

Event description:
It was reported that the device was broken. The external pulse generator (epg) was returned to the manufacturer. There was no patient involvement.